Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the exact cause of the balloon rupture cannot be confirmed. It is possible the rupture was due to the procedure mechanism described above; balloon at full inflation coming into contact with annular calcification. It is also possible that the calcification in the lvot likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported that during the transfemoral tavr procedure, during deployment of the s3 valve the commander delivery system (ds) balloon burst near the end of inflation. The thv appeared stable and anchored but clearly not fully expanded and moderate pvl was noted on echo. The thv position was 80/20 on the lcc and 90/10 on the ncc. The delivery system was quickly removed and a second ds was prepped using nominal volume. Inspection of the first system's balloon revealed a horizontal tear mid-way near the center marker. A second inflation was performed under rapid pacing. Once again the delivery system balloon burst. This time the rupture occurred right after the maximum volume was delivered, but the thv was held in full expansion for 3 seconds. The post dilatation observed pvl was mild. After a few minutes the echocardiologist reported that the pvl was trivial. The sheath was removed and the right femoral artery was closed. The patient left the room intubated and in stable condition. Note: this event pertains to the second delivery system used. Ref. Mfg report # 2015691-2015-02699.